Event description:
The hp was overfilled with after fill 2 while using the homechoice cycler for apd therapy. The hp had shortness of breath and felt overfilled with fluid. They contacted 911 for assistance; the paramedics arrived and transported the hp to the emergency room (ER). In the ER the hp was placed into a manual drain and approximately 4700mls of fluid was removed. According to the hcp, the hp was not admitted to the hospital but was released from the ER a few hours later. Review of the device's therapy log revealed that multiple bypasses had been performed during the therapy. The hcp relates that the hp did not receive any permanant patient injury and continues to use the homechoice cycler with no further difficulties.